Event description:
Syringe filled with air, not water.

Manufacturer narrative:
It was reported that "syringe to fill balloon with air, not water". The customer reported that this same patient "had to have 3 foleys replaced" in total. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.